Event description:
It was reported that during a photoselective vaporization procedure, the fiber rotated within its metal sleeve without any torsional force being done. Forward firing occurred. The procedure was completed using a second fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The fiber proximal to the fracture could rotate independently of the metal cap. A distal circumferential fracture has the potential for forward firing; therefore, the reported fiber rotating within its metal sleeve and forward firing events are confirmed. The metal cap exhibited mild charred debris adhesion, indicative of tissue contact. The identified metal cap tissue adhesion is likely to have contributed to continuous elevated temperatures to the output window leading to the distal circumferential fracture. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture.

Event description:
It was reported that during a photo-selective vaporization procedure to treat a 60ml prostate gland, the fiber rotated within its metal sleeve without any torsional force after 22,983 joules of fiber use. Forward firing occurred. The procedure was completed using a second fiber without patient complications. Analysis of the returned fiber identified a circumferential fracture at the distal side of the fiber cap/fusion zone at the bevel edge. The potential for forward firing exists.

Manufacturer narrative:
Investigation summary based on the information available, the cause that contributed to the reported forward firing events cannot be established as the product is not available for analysis. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photo-selective vaporization procedure to treat a 60ml prostate gland, the fiber rotated within its metal sleeve without any torsional force after 22,983 joules of fiber use. Forward firing occurred. The procedure was completed using a second fiber without patient complications.